Event description:
It was reported that the patient initially underwent a procedure to revise the right ventricular (rv) lead as when testing in unipolar, no rv pacing spike was delivered. During the procedure, when connecting the existing leads to the pacing analyzer the pacing impulses were observed, and it was discovered that the pacemaker was the issue. The pacemaker was replaced and is expected to be returned. No patient complications were reported.

Event description:
It was reported that the patient initially underwent a procedure to revise the right ventricular (rv) lead as when testing in unipolar, no rv pacing spike was delivered. During the procedure, when connecting the existing leads to the pacing analyzer the pacing impulses were observed, and it was discovered that the pacemaker was the issue. The pacemaker was replaced and received for analysis.

Manufacturer narrative:
Please see below for updated device analysis details. This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Routine visual examination identified no anomalies. Functional testing was undertaken, and the device did not perform as expected. The device case was removed to facilitate inspection and testing of the internal components. High powered visual inspection found that the battery insulation liner did not completely insulate the battery, resulting in the battery case making contact with the device case. This resulted in the reported clinical observations.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Baseline functional testing was performed, and no issues were discovered. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient initially underwent a procedure to revise the right ventricular (rv) lead as when testing in unipolar, no rv pacing spike was delivered. During the procedure, when connecting the existing leads to the pacing analyzer the pacing impulses were observed, and it was suspected that the pacemaker was the issue. The pacemaker was replaced and received for analysis.